Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was initially unable to reproduce the reported problem. The fse test drove the system without issue. The fse reviewed the system logs and noted several instances of error 650 indicating a communication issue with the pedal sensor in the foot tray. The error did not return after the system was power cycled during the procedure. However, further testing revealed that the left yellow foot pedal stuck in the down position, and the right yellow pedal did not have normal range of motion. The foot tray assembly was exchanged. The foot tray assembly was returned for failure analysis. The issue with the component was confirmed. The right bipolar pedal was found to be very hard to press, and the left pedal could not be pressed. The root cause of the issue could not be established. No image or procedure video was provided for review. A log review confirmed the procedure date of 14-apr-2022 on system sk5060. Additionally, a review of the site's system logs for the reported procedure date was conducted by the fse. Investigation revealed the following possible related system errors: error 650 - communication issue with the pedal sensor in the foot tray based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the clinical sales representative (csr) noted that the surgeon stopped being able to swap between universal surgical manipulators (usm) 3 and 4. The surgeon was in control on usm3 and attempting to swap to usm4 without success. There were no audio tones or loss of control or locking of usm3 as expected. Prior to calling and after the procedure, the csr power cycled the system and tested the swap feature which worked. The technical service engineer (tse) was unable to review the logs at the time as they were not available. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the csr informed that the surgeon was able to continue the procedure by removing the instrument from usm4. The usm was not docked but was not able to be used for the remainder of the procedure. Isi followed up with the customer and obtained the following additional information: the customer stated that the surgeon only had problems with arm 4, not all of the arms. The customer informed that the surgeon was able to use the arm prior to the issue as well as after the issue occurred. The customer stated that a csr had shut off and rebooted the system during the procedure and the pedal/arm issue was resolved. The customer indicated they thought the issue was with the pedals.